Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error message occurred during aspiration. During the use of a angiojet solent omni catheter in an arterial thrombectomy procedure in the superficial femoral artery (sfa), the physician made one pass with the device, and then got a "saline error" on the console. The device was removed and an attempt to re-prime was made but they still got the "saline error" so the device was discarded and a new one was used to complete the procedure. No complications were reported and the patient is fine.